Event description:
It was reported that the patient experienced pain at the scs ipg site. Physical examination revealed the ipg was movable in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein, the ipg pocket was revised to address the issue. Therapy was restored.